Event description:
New information noted that the patient¿s condition was uncomplicated before, during and after the programming changes.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Upon review of the transmission, intermittent atrial oversensing of far field ventricular pacing resulting in the device false detection was noted on the pulse generator. The oversensing was not resolved. The patient was recovering. No additional information was reported.

Event description:
New information noted that the patient presented in clinic for follow-up on (B)(6) 2018, the device was reprogrammed.